Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This complaint is associated with product correction fa17jul2018. An investigation is ongoing to determine if the product correction information was followed by the customer.

Event description:
The customer stated that falsely elevated creatinine results were generated on one patient sample tested on the architect c4000 analyzer. The following data was provided: on (B)(6) 2019, sid (B)(6) initial creatinine = 1.32 mg/dl / repeat = 0.59 mg/dl. The initial result was reported to the physician. Per internal protocol of the hospital and the obstetrician, a cesarean section was performed on the patient instead of natural childbirth. There was no resulting injury to either the pregnant patient or her baby. Both were released from the hospital. The customer could not provide any additional patient information or clinical findings that may have been taken into account during the decision making process to perform the cesarean section. Based on available information, the procedure was performed based on the elevated architect creatinine result.

Manufacturer narrative:
A review of the architect c4000, serial number (B)(4) instrument logs and service record identified that the probable cause for the falsely elevated creatinine results and out of range controls on (B)(6) 2019 was potentially contaminated instrument water. The nature and source of contamination was unknown. The out of range qc was resolved during an on-site abbott field service visit, by cleaning the deionized water tank and cuvettes, flushing water lines, exchanging water in water bath, cleaning water bath windows, replacing drier tip and lamp, and assay recalibration. Per assay labeling, if qc results do not meet the acceptance criteria, patient values may be suspect, and recalibration may be necessary. Laboratories are instructed to follow their established qc procedures. Therefore, customer use error may have contributed to these adverse events, since patient results were reported despite creatinine controls being out of range on (B)(6) 2019. Additionally, it was discovered that the pressure monitoring (pm) for the architect (B)(4) was disabled on (B)(6) 2019 when the questionable results were generated. The architect (B)(4) generated error code 5381 the day before, the day of and the day after the questionable results were generated. A review of the instrument serial number (B)(4) service history was performed, and the review identified no additional erratic results pre- or post the current complaint. The architect operations manual provides instructions on how to correctly resolve these errors. The architect system operations manual also addresses operational precautions and limitations, water quality as well as troubleshooting of elevated results. A review of the architect c4000 platform revealed no systemic issues or trends, associated with the discrepant results described in this complaint. Also, a review of the architect software found no similar issues as described in this complaint and no trends were identified. Based on the investigation no product deficiency or malfunction was identified for the architect system software v9.00 (ln 05f48-32) or the architect c4000, sn (B)(4), therefore, this event is no longer related to product correction fa17jul2018 and is not associated with remedial action (1628664-07/17/18-001-c) and is unassigned from the field action. Correction to section h device manufacturer only, 7. If remedial action initiated, remove check for notification and remove the report number 1628664-07/17/18-001-c.